Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2 half height cubie drawers experienced reoccurred failures affected both sub-drawers, indicated a hardware malfunction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the hardware was failed. A field service engineer (fse) performed a visual inspection of all drawer components with no issues found. The row board cables for both sub drawers were reseated, both drawer controllers were upgraded, and the pyxibus module controller was replaced. During final testing, pocket a1 did not release, so the tray was replaced and the customer replaced the cubie pocket. Afterward, all hardware test application tests passed, and the customer was able to access the storage space without issue. The system functioned as intended after the field service engineer repaired the device.